Event description:
Md from hosp reported that during a restorative dental procedure, the elbow of an anesthesia circuit leaked when it was attached to a mask. The pt was not injured and recovery was reported to be excellent.